Event description:
The surgery center reported that a laser vision correction patient developed a haze on the both eyes (ou) at 3 week post op exam. The surgery center indicated steroid taper schedule was extended to 5 weeks. At the five week post op exam, the patient was presented with decrease in best corrected visual acuity (bcva) from pre-op to 20/30 ou. The steroid dosage was continued as haze had improved slightly since last exam. At 7 week post op exam, a phototherapeutic keratectomy (ptk) was performed to treat the haze on both eyes. At nine week post op exam vacc was 20/25 for both eyes. Post op vacc from (B)(6) 2015. Right eye post-op 20/25 -1.50, -1.00 x 95, left eye post-op 20/25 -1.00 sphere.

Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.